Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had a chronic driveline infection, developed bacteremia and had an embolic stroke. The pt was admitted and subsequently expired. The device was not explanted.

Manufacturer narrative:
The pt expired and the device will not be returning for investigation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.